Event description:
Essure coils were inserted into fallopian tubes; while placing coil, the coil dislodged from the implant device, making it non-implantable. We replaced the non-implantable essure with a new one, which was then implanted.